Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached the end of life (eol) indicator after approximately 37 months of implant. This devic reached eol on june 20, 2006. The battery voltage was 2.7 volts and the charge time was 33 seconds. The last follow up was on march 24, 2006 and the battery status was middle of life 2 (mol 2). The device will be explanted after the patient recovers from an unrelated health condition.